Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was investigated. As received, the battery charger would not charge the test battery packs. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor, d2 diode, and u13 processor were shorted. The cause of the inability to charge the test battery packs is the shorted components and contamination. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.